Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having open posterior lumbar fusion. Set screws and rods were revised during lumbar fusion revision on (B)(6) 2024.pre-operative diagnosis for this procedure was degenerative lumbar spine. It was reported that the device has broken. Broken shank/heads remain inside the patient, with revision likely to be anterior approach. The patient has been scheduled for revision surgery due to screw breakage. There were no other patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there was confirmed fracture of the left s1 screws, with increased gap of 1.4mm. Disrupted bilateral s1 pedicle screws.the remainder of the fusion hardware appears stable with no complication evident. Intact fusion rods and intact l5 pedicle screws. L5-s1 intervertebral disc prosthesis. L5-s 1 anterolisthesis (grade 1 ). Previous l5-s 1 vertebral fusion noted. The l5 pedicle screws and fusion rods are intact. The s1 screws were disrupted. The intervertebral l5-s1 disc prosthesis noted in situ. Moderate degenerative sclerosis at lumbar levels from l 1 to l4. Slight retrolisthesis at l2-3 and l3-4. L3-4 disc space narrowing noted. Normal appearance to the transverse and spinous processes. The sacra-iliac joints are normal. L5-s1 grade 1 spondylolisthesis. Moderate mid to upper lumbar spine degenerative spondylosis. Additional information was received that within the first weeks of implantation one of the screws 'disrupted' (read 'broke¿) and has been floating around in the nearby tissue. An updated scan now indicates a second screw has now 'disrupted' (is also broken) and is also drifting in nearby tissue. The patient symptom was pain. Additional information was received that revision surgery took place and the broken screws have been explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that since the explanation, patient development a new pain in his left hip, which is persisting, patient got specialist treatment from a pain physician. Patient has developed tinnitus and sexual dysfunction.

Manufacturer narrative:
B5, h6 - additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: product ID# 55840006550; lot# h5892935 visual examination revealed the screw is broken 6 threads down from the base of the bone screw head. Microscopic and optical examination of the area of fracture initiation did not identify a pre-existing surface defect that could contribute to crack propagation. Multiple areas of fracture surface smearing is noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.